Event description:
Biliary canicular leak [post procedural bile leak]. Biliary peritoneal effusion [peritoneal effusion]. Case description: this report is from a post-market study. Spontaneous report received on 11-may-2009 from an investigator in an investigator sponsored trial, "an evaluation of bio-resorbable membranes on prevention of abdominal and per-hepatic adhesion formation in patient with colorectal cancer and requiring liver metastases resection". The study is a prospective, non comparative, randomized study, in parallel groups, evaluating efficacy and safety of seprafilm. The date of inclusion in the study was the previous month. The report concerns a female patient with a past medical history of appendectomy, hysterectomy, multi-nodular goiter with dysthyroidism and glaucoma. Her recent medical/surgical history included bi-focal colonic cancer and liver metastases, treated with pre-operative chemotherapy and laparotomy. The patient was admitted to the hospital five days later, and underwent a laparotomy (sub-total colectomy and liver metastasectomy) for bi-focal colonic cancer with liver metastases. There was one small lesion in the sigmoid colon and an adenocarcinoma in the right colon. There were voluminous metastases in the patient's liver segments 2, 4, 6 and 8. Pre-operative chemotherapy resulted in important metastases regression and allowed surgical resection. The surgery was performed by laparotomy via public incision. There were some adhesions in the appendectomy area. The right colonic tumor was localized on the right colonic angle and involved intestinal serosa. The left colonic tumor was not palpable. On the patient's liver there were lesions on segment 2 (2x1 cm), on segment 4b (1cm), on segment 8 immediately proximate to segment 4 (2.5 x 1.5 cm) and one lesion on segment 6 near segment 5 (2x1 cm). Intra-operative ultrasound examination was performed to document the hepatic lesions exactly. The lesion on segment 2 was removed first by "kellyclasia" (kelly clamp used for dissection), bipolar coagulation and clips. The portal vein branches of segment 7, 6 and 5 were ligatured. A sub-total colectomy was performed. Omentum was removed and an ileo-sigmoid anastomosis was realized. Four units of seprafilm were placed: three around the liver and one under the abdominal wall. The lot number was reported as 08np350. The time of surgery was three hours and blood loss was reported as 600 ml. On original month, a second surgery was performed for biliary peritoneal effusion due to biliary canicular leak on the area of metastasectomy on liver segment 2. The events are ongoing. The investigator assessed the relationship of the medical device to the events as probable and the relationship of the events with regard to medical placement as definite.